Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to returning the sensors opened and used. Analysis was not performed on the expired sensors.

Event description:
The customer's nurse reported that patient sensor break on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's nurse reports that 3 sensors have not had the lite wire. The customer was advised that we are replacing sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.